Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip open cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was main insulation tube damage. Distal end of main tube had various scratch marks with light material removal. The scratches were 0.100 - 0.180 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a davinci s surgical procedure, the customer noted a broken wire on the prograsp forceps instrument. The instrument was not used in the patient.